Manufacturer narrative:
The customer reported the device failed to acquire 12-lead ECG v leads. There was no report of pt impact. Philips sent the customer a replacement ECG lead set cable which resolved the reported issue.

Event description:
The customer reported the device failed to acquire 12-lead ECG v leads.